Event description:
The device is a cleaning brush that is used to clean the channels of an endoscope after an endoscopic procedure. During cleaning, the brush head broke off of the cleaning brush and was not located and removed from the endoscope by the technician. The endoscope was then used during a later procedure and reportedly the brush head was pushed out of the endoscope and into a patient. The brush head was removed and the patient is reported to be fine.

Manufacturer narrative:
A portion of the actual device was returned for investigation. The returned brush head portion of the device was inspected and measured by the engineering department. The brush head was found to be within its specification for length and size. The catheter portion of the device was not returned for investigation and without the catheter portion of the device we can not determine the exact cause of the malfunction. Attempts have been made to acquire additional information but nothing has been received at this time. Review of the lot history record indicates no problems in the manufacturing of this device.